Event description:
Complainant alleged that while attempting to treat a male pt, the device failed to discharge via electrode pads. Complainant indicated that the clinician obtained another device, using the same electrode pads and the device failed to discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Please reference medwatch report 1220908-2015-01227 for a similar event reported from the same customer.

Manufacturer narrative:
The device was not returned to zoll medical corporation for eval. Instead, a zoll field rep went onsite and the device was put through testing without duplicating the report. The zoll rep indicated that the customer report was not replicated or confirmed. The device was placed back into service. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.